Event description:
The customer was hospitalized for high bgs and dka. The customer was vomiting and dehydrated. Customer was on IV drip at time of call. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a lead screw test and high-pressure test was completed and passed. During the call it was found that the customer was sitting while they were inserting the infusion set and they kept the same infusion set for about a week. The time was incorrect on their pump and the alarm history showed "no delivery alarm". Instructed customer to change the site and use manual injection as per md protocol